Manufacturer narrative:
D4 expiration date- updated. D4 lot number - updated. D10 concomitant products - updated.

Event description:
It was reported that this inflatable penile prothesis (ipp) revision was not fully inflating and the patient achieved only partial erections. At explant, the reservoir was found to have a leak approximately 5 cm away from where the tubing connects to the reservoir; a new reservoir was implanted. During revision procedure, the physician believed a smaller right cylinder was best fit so one 21cm cx new cylinder was spliced onto the previously implanted pump/left cylinder. There were no patient complications reported.

Event description:
It was reported that patient underwent an inflatable penile prothesis (ipp) revision surgery as device was not fully inflating and only achieving partial erections. After draining, explanting, and putting saline back in the reservoir, the reservoir was found to have a leak about 5cm away from where the tubing connects to the reservoir, so a new reservoir was implanted. Simultaneously during revision, the physician believed a smaller right cylinder was best fit so one 21cm cx new cylinder was spliced onto the previously implanted pump/left cylinder. There were no patient complications reported.